Event description:
Failure code 810:11 was found by a baxter service facility during the testing of the pump. The hospital bio-med was contacted and they stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.